Event description:
The pt had roux-en-y procedure before and a double balloon scope was used. The procedure was psis. The physician placed the first zilver 635 biliary self expanding metal stent and then inserted the second zilver 635 biliary self expanding metal stent to be placed in the hepatic portal region but confirmed that the stent tip was partially deployed with the safety lock on when the delivery system tip came out of the endoscope channel. He was concerned about damaging the scope channel by retracting the stent, so he deployed the stent in the jejunum and removed the delivery system. Then he removed the stent from the pt using a forceps. The pt did not experience any adverse effects due to this occurence.

Manufacturer narrative:
There was no zilbs-635-10-8 device of lot c854923 in stock at the time of the investigation. A document based investigation was carried out as the device was not available to be returned for evaluation. The complaint info stated that user of the device had the following issue: "the pt had roux-en-y procedure before and a double balloon scope was used. The procedure was psis. The physician placed the first zilver 635 biliary self expanding metal stent and then inserted the second zilver 635 biliary self expanding metal stent to be placed in the hepatic portal region but confirmed that the stent tip was partially deployed with the safety lock on when the delivery system tip came out of the endoscope channel. He concerned damaging the scope channel by retracting the stent, so he deployed the stent in the jejunum and removed the delivery system. Then he removed the stent from the pt using a forceps." As the device was not returned; therefore the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. Comments/feedback received from the relevant engineer are as follows: "during side by side stenting there are high levels of friction between the devices this is reflected in the complaint. The first device was placed without a problem however when the second device was pushed through the endoscope channel alongside the first levels of friction resulted in compression of the sheath of the second device which resulted in the partial deployment of the second stent." It may be noted that a project has been initiated to make improvement to this device to prevent the reoccurrence of such incidences such as partial premature stent deployment. The stent cannot begin to deploy unless the red safety tab has been removed or the tip is forcibly pulled causing the stent to emerge from the sheath. As per the instructions for use, the user is advised of the following: "prior to deploying stent, remove the safety lock. Note: ensure that the safety lock is not removed until final stent placement." Prior to distribution all zilbs-635-10-8 devices are subjected to visual inspection and functional checks to ensure device integrity. A review of the mfg records for zilbs-635-10-8 devices of lot c854923 did not reveal any discrepancies that could have contributed to this issue. The 2 year complaint history has been reviewed and the occurrence of this complaint type is low. No corrective action is warranted at this time. From the info provided, there were no adverse effects to the pt. The stent was successfully removed from the pt with a forceps. The risk has been determined to be moderate. This stent is not intended to be removed. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. This is reportable as there is potential for it to cause damage on removal, however, I this instance there was no adverse effects to the pt. Customer quality assurance will continue to monitor complaints of this nature for potential emerging trends.